Event description:
After performing atherectomy on diffuse calcified common femoral and sfa disease, the nosecone of the silverhawk lx-m would not pull back into the sheath when trying to remove the device. When they pulled with a little more force, the nosecone became separated from the catheter. The catheter shaft along with the cutter was removed from the patient, leaving the nosecone in the right common femoral. The 014 wire remained in the nosecone. The physician attempted to retrieve the tip by deploying a spiderfx, but they were unable to pull it up and over due to the tortuosity of the aortic bifurcation. The physician decided to call surgery and have them surgically remove the nosecone.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.